Manufacturer narrative:
It was reported that the clinician primed the manifold lines and all connections were secure prior to the initiation of the procedure. During the procedure air bubbles appeared and subsequently entered the patient. The patient did not suffer any injury as a result. Navilyst medical is the manufacturer of this custom manifold set. They have been notified of this incident and we sent them unused samples from the same reported lot. As the manufacturer of this device, they will conduct an investigation and determine the need for any corrective action.

Event description:
It was reported that during a cardiac procedure, air bubbles were seen in the manifold set and subsequently entered the patient. No injury resulted.